Event description:
It was reported that the patient was having difficulty and keeping the ipg charged. The patient was also experiencing inadequate stimulation. The patients ipg was moving around the pocket site. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about one and half week from the date manufacturer became aware of the event.